Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device switches off sporadically (during standby). I have no further information and can't see any tfs or other failures in the event log. I already checked the connection cable between ip and vu. Maybe one of the esm boards have a problem. Please check the logfiles.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. Our technical support suggested to replace the ip esm, but as the hospital engineer was unable to recreate the problem, he did not exchange the board. He updated the software from version 2.81 to 2.90 on may 29th 2023 and returned the unit to service after testing. The device has been working without any issues again since then. The root cause was determined to be a malfunction related to the esm board. There was no patient, user or third party harm reported. The issue is not likely to be serious to public health but is likely to cause serious injury or death, if it were to recur under less fortunate circumstances. Therefore, the event has been deemed to be a reportable event. Final trend review does not reveal similar events, therefore no CAPA will be raised. Nevertheless, failures are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
Hamilton medical ag received the following incident description: the device switches off sporadically (during standby). I have no further information and can't see any tfs or other failures in the event log. I already checked the connection cable between ip and vu. Maybe one of the esm boards have a problem. Please check the logfiles.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. Our technical support suggested to replace the ip esm, but as the hospital engineer was unable to recreate the problem, he did not exchange the board. He updated the software from version 2.81 to 2.90 on may 29th 2023 and returned the unit to service after testing. The device has been working without any issues again since then. The root cause was determined to be a malfunction related to the esm board. There was no patient, user or third party harm reported. The issue is not likely to be serious to public health but is likely to cause serious injury or death, if it were to recur under less fortunate circumstances. Therefore, the event has been deemed to be a reportable event. Final trend review does not reveal similar events, therefore no CAPA will be raised. Nevertheless, failures are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: the device switches off sporadically (during standby). I have no further information and can't see any tfs or other failures in the event log. I already checked the connection cable between ip and vu. Maybe one of the esm boards have a problem. Please check the logfiles.